Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional electrophysiology (ep) procedure. Reportedly, the guidewire could not be inserted into the proglide device. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 15f, and the ep procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to insert the guidewire could not be determined. Factors that contribute to difficult to insert/advance the guide wire, include, but not limited to, patient anatomical conditions, occlusion of the sheath due to excessive blood clot or other biological matters; patient artery anatomy variables). There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.